Manufacturer narrative:
Date of event and UDI number are unknown, 510k is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that at the detent setting 600/12, their ventilator analyzer was showing a tidal volume of 938ml and a breath rate of 8.9b/min. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Event description:
Additional information received via email. "The event did not occurred during patient testing."

Manufacturer narrative:
One device was received missing rubber ring around the function switch. Tidal volume and frequency failed at detent confirming the complaint. A root cause was a leak within the timing circuit due to wear and tear. The device was manufactured in 2005 with no service record. A device history record (DHR) review was not performed due the age of the device and was not relevant to the investigation. The timing circuit was replaced, and the device passed all function tests.